Event description:
As reported, approximately 8 years and 7 months post the initial left total knee arthroplasty, the patient was revised due to osteolysis. All implants were removed. There was no reported breakage of a device or surgical delay/prolongation. The patient was last know to be in stable condition following the event.

Manufacturer narrative:
D10: 02-012-47-1009 - logic cr tib insert std, sz 1, 9mm (B)(6), 02-010-04-0210 - logic cr femoral por, left, sz 1 (B)(6), 02-012-45-1020 - lgc tibial fit tray cem sz 1f / 2t (B)(6), 200-02-32 - three peg patella 32mm (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.